Event description:
It was reported a cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support provided complete pump reset information and guided the caller through reset; after the reset, the cgm error code did not appear again, and the caller successfully started their sensor session.